Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years and 1 month.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2017 with abdominal pain and shortness of breath. Blood cultures were positive for staphylococcus aureus and elevated c-reactive protein. A driveline debridement with a wound vacuum placement was performed. The patient was administered IV antibiotics. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.